Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference( B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
During resmed evaluation of an astral device, error message (sf179) related to the super capacitor was identified in the device error logs. There was no patient harm or serious injury reported as a result of this incident.